Event description:
During a follow up call with a peritoneal pt's nurse, it was found the patient had peritonitis. Antibiotic treatment began (B)(6) 2013. Medical records were requested; however, they have not been received by the MFR. The pt has resumed treatment with the cycler without further injury or complications.

Manufacturer narrative:
Medical records have been requested; however, have not been received and reviewed by the MFR physician. The patient stated, during a follow up call, she had resumed treatment with the cycler with no further complications. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.